Event description:
The user facility reported that black lines were displayed on their vividimage 4k monitor. No report of procedure delay or injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the video router required resetting. The technician reset the video router, confirmed the vividimage 4k monitor to be operating to specifications and returned the devices to service. No additional issues have been reported.